Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: this investigation is assigned an investigation conclusion code of adverse event related to procedure following a review of the reported event details and available information. It is likely that the issue could be related to operational factors such as handling, technique, among others that caused the reported event.

Event description:
It was reported that a distal tip detachment occurred. A rotapro and rotawire were selected for percutaneous coronary intervention (pci). During withdrawal, the distal tip of the rotawire detached, remaining in the vessel. The rotapro and rotawire were removed, the vessel was rewired with a workhorse guidewire, and a drug eluting stent was deployed to crush the rotawire fragment against the vessel wall. The procedure was completed successfully using the original device. There were no patient complications and the patient fully recovered. It was further reported that no visual issues were noted with the rotapro, and the device did not become stuck on the rotawire.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: regarding the reported issues distal tip, detachment of device or device component, unretrieved device fragments (udf) and additional device required, have been assigned the conclusion code of adverse event related to procedure following a review of the reported event details and available information. It is likely that the issue could be related to operational factors such as handling, technique, among others that caused the reported event. Investigation conclusion: this investigation is assigned an investigation conclusion code of adverse event related to procedure following a review of the reported event details and available information. It is likely that the issue could be related to operational factors such as handling, technique, among others that caused the reported event.

Event description:
It was reported that a distal tip detachment occurred. A rotapro and rotawire were selected for percutaneous coronary intervention (pci). During withdrawal, the distal tip of the rotawire detached, remaining in the vessel. The rotapro and rotawire were removed, the vessel was rewired with a workhorse guidewire, and a drug eluting stent was deployed to crush the rotawire fragment against the vessel wall. The procedure was completed successfully using the original device. There were no patient complications and the patient fully recovered. It was further reported that no visual issues were noted with the rotapro, and the device did not become stuck on the rotawire.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additionally, detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a distal tip detachment occurred. A rotapro and rotawire were selected for percutaneous coronary intervention (pci). During withdrawal, the distal tip of the rotawire detached, remaining in the vessel. The rotapro and rotawire were removed, the vessel was rewired with a workhorse guidewire, and a drug eluting stent was deployed to crush the rotawire fragment against the vessel wall. The procedure was completed successfully using the original device. There were no patient complications and the patient fully recovered.